Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer¿s husband reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 128 mg/dl. The customer reported that there was damage to the reservoir lip ring. The troubleshooting was performed for damage and found that reservoir was locking into insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.